Manufacturer narrative:
This case was initially received via regulatory authority (mhra, reference number: (B)(4) on 18-mar-2021. The most recent information was received on 27-mar-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('constant pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In 2016, the patient experienced pelvic pain (seriousness criterion medically significant), alopecia ("hair loss"), hypersensitivity ("hypersensitivity"), pyrexia ("unexplained fevers"), arthralgia ("joint pain") and migraine ("migraines") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the pelvic pain, alopecia, weight increased, hypersensitivity, pyrexia, arthralgia and migraine outcome was unknown. The reporter considered alopecia, arthralgia, hypersensitivity, migraine, pelvic pain, pyrexia and weight increased to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 27-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (mhra, reference number: (B)(4) on 18-mar-2021. The most recent information was received on 26-jan-2022. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('constant pelvic pain') in a female patient who had essure (batch no: c51344) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In 2016, the patient experienced pelvic pain (seriousness criterion medically significant), alopecia ("hair loss"), hypersensitivity ("hypersensitivity"), pyrexia ("unexplained fevers"), arthralgia ("joint pain") and migraine ("migraines") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the pelvic pain, alopecia, weight increased, hypersensitivity, pyrexia, arthralgia and migraine outcome was unknown. The reporter considered alopecia, arthralgia, hypersensitivity, migraine, pelvic pain, pyrexia and weight increased to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 26-jan-2022: essure lot number was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority mhra, reference number: (B)(4) on 18-mar-2021. The most recent information was received on 25-may-2022. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('constant pelvic pain') in an adult female patient who had essure (batch no. C51344) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic fatigue syndrome on (B)(6) 2015, chronic tonsillitis in 1999 and tonsillectomy in 1999. On (B)(6) 2015, the patient had essure inserted. In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), hypersensitivity ("hypersensitivity"), pyrexia ("unexplained fevers"), arthralgia ("joint pain") and migraine ("migraines") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced heavy menstrual bleeding ("heavy period"), abdominal pain lower ("pain lower abdomen radiates to hips") and influenza like illness ("flu like symptoms following menses"). The patient was treated with surgery (hysterectomy + bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, alopecia, weight increased, hypersensitivity, pyrexia, arthralgia, migraine, heavy menstrual bleeding, abdominal pain lower and influenza like illness outcome was unknown. The reporter considered abdominal pain lower, alopecia, arthralgia, heavy menstrual bleeding, hypersensitivity, influenza like illness, migraine, pelvic pain, pyrexia and weight increased to be related to essure. The reporter commented: essure insertion details: date of the procedure: (B)(6) 2015. Hysteroscopy and essure sterilization. Normal cavity, both ostia seen clearly. Early insertion left side- 4 coils visible. Some difficulty right side on first attempt tried again- early cannulated. However during deployment new coils- 12 coils seen after withdrawal. Essure removal details: date of the procedure: (B)(6) 2021. Diagnosis/procedures & management (doctor). Total laparoscopic hysterectomy + bilateral salpingectomy for pelvic pain. No complications, endometriosis noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: clinical history: essure sterilization on (B)(6). 3 months sterilization confirmation hsg requested. Easy insertion of essure device on lt side with 5-6 coils visible in uterine cavity. Rt side ¿ slightly shallow insertion with 11-1 coils visible in uterine cavity. The uterine cavity opacifies normally and both uterine cornua reach maximum distention. The distal ends of both right and left inner coils lie within their respective fallopian tubes with less than 50% of the inner coils trailing into the uterine cavity. The proximal marker of each inner coil is less than 30mm from the uteri ne cornua into each fallopian tube indicating satisfactory coil location bilaterally. Contrast spill is not visible from either fallopian tube indicating satisfactory tubal occlusion. Conclusion : satisfactory location of the essure coils and associated tubal occlusion. Pathology test - on (B)(6) 2021: histology. Specimen: uterus & cervix + fallopian tubes. Clinical details: uterus, cervix and fallopian tubes. Laparoscopic hysterectomy for pelvic pain. Macro: pot labelled - uterus, cervix & fallopian tubes. Specimen comprises uterus, cervix, both fallopian tubes and both ovaries. Uterus plus cervix measures 85mm fundus to os/lus x 60mm transverse x 40mm anterior to posterior. Uterus plus cervix weighs approximately 105 grams. Cervical os measures 6mm. Appearance of endocervix: normal. Appearance of ectocervix: normal. Appearance of serosa: normal. Endometrium measures 1mm. Appearance: normal. Polyps: absent. Iud present? Metallic coils found at cornu (bilateral). Myometrium measures 15mm. Appearance: trabeculated . Fibroids are absent. Attached left fallopian tube measures 80 x 5 x 3mm including fimbrae. Appearance: normal. Attached right fallopian tube measures 80 x 5 x 4mm including fimbriae. Appearance : normal. Histological description. Sections show uterus lined by proliferative endometrium. Myometrium and both fallopian tubes are unremarkable. Cervix contains a number of blood vessels. No dysplasia or malignancy seen. "Metallic coils were found at both.'cornu consistent with your previous history. There were no cancerous or pre-cancerous cells notes in the rest of the tissue.". Ultrasound pelvis - on (B)(6) 2021: the uterus is anteverted and appears normal in size and echotexture. The endometrium appears regular measuring mm (normal range for the stage in the menstrual cycle). There is an echogenic structure in the right fornix consistent with the sterilization implement. There is what appears to be a second echogenic structure abbuting, in the right to mid uterine cavity which is likely the second sterilisation implement curled onto itself. No echogenic structures noted in the left site of the uterus. Both ovaries appear normal in size and echotexture. No adnexal masses or free fluid seen. Appearances are suggestive of a migrated essure clip into the right fornix from the left side. Batch no: c51344, production date: 2014-05-06, expiration date: 2017-05-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 26-may-2022: reporters added; patient history and lab data added; essure insertion and removal information added; adverse events "heavy period", "pain lower abdomen radiates to hips", "flu like symptoms following menses" added to the case on 25-may-2022: done with last fu. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority mhra (reference number: (B)(4)) on 18-mar-2021. The most recent information was received on 28-jul-2022. This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("constant pelvic pain") in an adult female patient who had essure inserted (lot no. C51344). Additional non-serious events are detailed below. The patient had a medical history of chronic fatigue syndrome on (B)(6) 2015, tonsillectomy and chronic tonsillitis in 1999. On (B)(6) 2015, the patient had essure inserted. In 2016 she experienced pelvic pain (seriousness criteria medically important and intervention required), alopecia ("hair loss"), hypersensitivity ("hypersensitivity"), pyrexia ("unexplained fevers"), arthralgia ("joint pain") and migraine ("migraines") and was found to have weight increased ("weight gain"). Essure was removed on (B)(6) 2021. An unknown time later she experienced heavy menstrual bleeding ("heavy period"), abdominal pain lower ("pain lower abdomen radiates to hips"), influenza like illness ("flu like symptoms following menses"), genital haemorrhage ("abnormal bleeding") and mental disorder ("psychological issues"). The patient was treated with surgery (hysterectomy + bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain lower, alopecia, arthralgia, genital haemorrhage, heavy menstrual bleeding, hypersensitivity, influenza like illness, mental disorder, migraine, pelvic pain, pyrexia and weight increased to be related to essure administration. The reporter commented: essure insertion details: date of the procedure: (B)(6) 2015. Hysterescopy and essure sterilization. Normal cavity, both ostia seen clearly. Early insertion left side- 4 coils visible. Some difficulty right side on first attempt tried again- early cannulated. However during deployment new coils- 12 coils seen after withdrawal. Essure removal details: date of the procedure: (B)(6) 2021. Diagnosis/procedures & management (doctor). Total laparoscopic hysterectomy + bilateral salpingectomy for pelvic pain no complications. Endometriosis noted. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2016: clinical history: essure sterilization on (B)(6). 3 months sterilization confirmation hsg requested. Easy insertion of essure device on lt side with 5-6 coils visible in uterine cavity. Rt side ¿ slightly shallow insertion with 11-1 coils visible in uterine cavity. The uterine cavity opacifies normally and both uterine cornua reach maximum distention. The distal ends of both right and left inner coils lie within their respective fallopian tubes with less than 50% of the inner coils trailing into the uterine cavity. The proximal marker of each inner coil is less than 30mm from the uteri ne cornua into each fallopian tube indicating satisfactory coil location bilaterally. Contrast spill is not visible from either fallopian tube indicating satisfactory tubal occlusion. Conclusion : satisfactory location of the essure coils and associated tubal occlusion. [Pathology test] on (B)(6) 2021: histology. Specimen: uterus & cervix + fallopian tubes. Clinical details: uterus, cervix and fallopian tubes. Laparoscopic hysterectomy for pelvic pain. Macro: pot labelled - uterus, cervix & fallopian tubes. Specimen comprises uterus, cervix, both fallopian tubes and both ovaries. Uterus plus cervix measures 85mm fundus to os/lus x 60mm transverse x 40mm anterior to posterior. Uterus plus cervix weighs approximately 105 grams. Cervical os measures 6mm. Appearance of endocervix: normal. Appearance of ectocervix: normal. Appearance of serosa: normal. Endometrium measures 1mm. Appearance: normal. Polyps: absent. Iud present? Metallic coils found at cornu (bilateral). Myometrium measures 15mm. Appearance: trabeculated. Fibroids are absent. Attached left fallopian tube measures 80 x 5 x 3mm including fimbrae. Appearance: normal. Attached right fallopian tube measures 80 x 5 x 4mm including fimbriae. Appearance: normal. Histological description sections show uterus lined by proliferative endometrium. Myometrium and both fallopian tubes are unremarkable. Cervix contains a number of blood vessels. No dysplasia or malignancy seen. "Metallic coils were found at both. Cornu consistent with your previous history. There were no cancerous or pre-cancerous cells notes in the rest of the tissue." [Ultrasound pelvis] on (B)(6) 2021: the uterus is anteverted and appears normal in size and echotexture. The endometrium appears regular measuring mm (normal range for the stage in the menstrual cycle). There is an echogenic structure in the right fornix consistent with the sterilization implement. There is what appears to be a second echogenic structure abbuting, in the right to mid uterine cavity which is likely the second sterilisation implement curled onto itself. No echogenic structures noted in the left site of the uterus. Both ovaries appear normal in size and echotexture. No adnexal masses or free fluid seen. Appearances are suggestive of a migrated essure clip into the right fornix from the left side. Batch no: c51344. Production date: 2014-05-06. Expiration date: 2017-05-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 28-jul-2022: summons received. Events genital bleeding & mental disorder were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (mhra, reference number: (B)(4) on 18-mar-2021. The most recent information was received on 04-feb-2022. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('constant pelvic pain') in a female patient who had essure (batch no. C51344) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In 2016, the patient experienced pelvic pain (seriousness criterion medically significant), alopecia ("hair loss"), hypersensitivity ("hypersensitivity"), pyrexia ("unexplained fevers"), arthralgia ("joint pain") and migraine ("migraines") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the pelvic pain, alopecia, weight increased, hypersensitivity, pyrexia, arthralgia and migraine outcome was unknown. The reporter considered alopecia, arthralgia, hypersensitivity, migraine, pelvic pain, pyrexia and weight increased to be related to essure. Batch no c51344 , production date 2014-05-06, expiration date 2017-05-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 4-feb-2022: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority mhra (reference number: (B)(4)) on 18-mar-2021. The most recent information was received on 13-apr-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("constant pelvic pain") in a 29 year-old female patient who had essure inserted (lot no. C51344). Additional non-serious events are detailed below. The patient had a medical history of chronic headaches, drainage (drainage of pilonidal sinus) and chronic fatigue syndrome in 2015, tonsillectomy and chronic tonsillitis in 1999 and oral contraception (she is very sensitive to any hormonal methods), cesarean section (two lower segment caesarean sections), parity 2 and gravida ii (patient was quite unwell with both pregnancies). Previously administered products included: propranolol. The only concomitant product mentioned was nortyline (nortriptyline hydrochloride). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, 256 days after essure insertion, she experienced headache ("chronic headaches"). In 2016 she experienced pelvic pain (seriousness criterion intervention required), hypersensitivity ("hypersensitivity"), pyrexia ("unexplained fevers") and joint pain ("joint pain") and was found to have weight increased ("weight gain"). On (B)(6) 2017 she experienced alopecia ("has a patch of alopecia on the back of her scalp"). On (B)(6) 2018 she experienced pilonidal disease ("pilonidal sinus/cyst"). On (B)(6) 2019 she experienced sacral pain ("pain in the lower part of her sacrum"). On (B)(6) 2020 she experienced migraine ("daily chronic migraines"). An unknown time later she experienced abdominal pain lower ("pain lower abdomen radiates to hips"), heavy menstrual bleeding ("heavy period"), intermenstrual bleeding ("bleeding between periods"), genital haemorrhage ("abnormal bleeding"), influenza like illness ("flu like symptoms following menses"), mental disorder ("psychological issues"), night sweats ("night sweats"), hot flush ("hot flashes"), fungal infection ("yeast infections (candida)"), micturition urgency ("urgent urination"), pollakiuria ("frequent urination"), urinary tract infection ("urinary tract infection"), cystitis ("bladder infection"), breast pain ("breast pain"), breast tenderness ("breast tenderness"), muscle spasms ("abdominal spasms"), muscle twitching ("abdominal twitching/fluttering"), back pain ("back pain"), pain in extremity ("leg pain"), neck pain ("neck pain"), spinal pain ("spine pain"), pain in hip ("hip pain"), trigeminal neuralgia ("trigeminal neuralgia "), pain ("pain all over body"), nausea ("nausea"), vomiting ("vomiting"), flatulence ("gas"), constipation ("constipation"), diarrhoea ("diarrhea"), abdominal distension ("severe bloating"), dysgeusia ("metallic taste in mouth"), dizziness ("dizziness"), paraesthesia ("tingling sensations"), hypoaesthesia ("numbness"), neuralgia ("nerve pain"), feeling abnormal ("brain fog-cloudiness") and memory impairment ("forgetfulness"). The patient was treated with beta blocking agents, topiramate, antibiotics, amitriptyline, aspirin [acetylsalicylic acid], paracetamol and codeine as well as surgery (hysterectomy + bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the outcomes for pelvic pain, abdominal pain lower, hypersensitivity, heavy menstrual bleeding, intermenstrual bleeding, genital haemorrhage, headache, alopecia, weight increased, pyrexia, joint pain, migraine, influenza like illness, mental disorder, pilonidal disease, sacral pain, night sweats, hot flush, fungal infection, micturition urgency, pollakiuria, urinary tract infection, cystitis, breast pain, breast tenderness, muscle spasms, muscle twitching, back pain, pain in extremity, neck pain, spinal pain, pain in hip, trigeminal neuralgia, pain, nausea, vomiting, flatulence, constipation, diarrhoea, abdominal distension, dizziness, paraesthesia, hypoaesthesia, neuralgia, feeling abnormal and memory impairment were unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, joint pain, pain in hip, back pain, breast pain, breast tenderness, constipation, cystitis, diarrhoea, dizziness, dysgeusia, feeling abnormal, flatulence, fungal infection, genital haemorrhage, headache, heavy menstrual bleeding, hot flush, hypersensitivity, hypoaesthesia, influenza like illness, intermenstrual bleeding, memory impairment, mental disorder, micturition urgency, migraine, muscle spasms, muscle twitching, nausea, neck pain, neuralgia, night sweats, pain, pain in extremity, paraesthesia, pelvic pain, pilonidal disease, pollakiuria, pyrexia, sacral pain, spinal pain, trigeminal neuralgia, urinary tract infection, vomiting and weight increased to be related to essure administration. The reporter commented: essure insertion details: date of the procedure: (B)(6) 2015, hysteroscopy and essure sterilization: normal cavity, both ostia seen clearly. Early insertion left side- 4 coils visible some difficulty right side on first attempt tried again- early cannulated. However during deployment new coils- 12 coils seen after withdrawal. Essure removal details: date of the procedure: (B)(6) 2021. Diagnosis/procedures & management (doctor) - total laparoscopic hysterectomy + bilateral salpingectomy for pelvic pain. No complications, endometriosis noted. Since the essure insertion the patient has had numerous symptoms which have either worsened or appeared. She has emailed with an extensive list of these symptoms which she is struggling with and would like an assessment to see if these are related to her sterilization procedure. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2016: clinical history: essure sterilization on (B)(6). 3 months sterilization confirmation hsg requested. Easy insertion of essure device on lt side with 5-6 coils visible in uterine cavity. Rt side ¿ slightly shallow insertion with 11-1 coils visible in uterine cavity. The uterine cavity opacifies normally and both uterine cornua reach maximum distention. The distal ends of both right and left inner coils lie within their respective fallopian tubes with less than 50% of the inner coils trailing into the uterine cavity. The proximal marker of each inner coil is less than 30mm from the uteri ne cornua into each fallopian tube indicating satisfactory coil location bilaterally. Contrast spill is not visible from either fallopian tube indicating satisfactory tubal occlusion. Conclusion : satisfactory location of the essure coils and associated tubal occlusion. [Investigation] on (B)(6) 2018: pilonidal sinus/cyst: can feel a small lump to the right of upper natal cleft [magnetic resonance imaging] on (B)(6) 2019: revealed peineural cysts near the sacral root [pathology test] on (B)(6) 2021: histology specimen: uterus & cervix + fallopian tubes clinical details: uterus, cervix and fallopian tubes. Laparoscopic hysterectomy for pelvic pain. Macro: uterus, cervix & fallopian tubes. Specimen comprises uterus, cervix, both fallopian tubes and both ovaries. Uterus plus cervix measures 85mm fundus to os/lus x 60mm transverse x 40mm anterior to posterior. Uterus plus cervix weighs approximately 105 grams. Cervical os measures 6mm. Appearance of endocervix: normal. Appearance of ectocervix: normal. Appearance of serosa: normal. Endometrium measures 1mm. Appearance: normal. Polyps: absent. Iud present? Metallic coils found at cornu (bilateral). Myometrium measures 15mm. Appearance: ?trabeculated. Fibroids are absent. Attached left fallopian tube measures 80 x 5 x 3mm including fimbriae. Appearance: normal. Attached right fallopian tube measures 80 x 5 x 4mm including fimbriae. Appearance: normal. Histological description: sections show uterus lined by proliferative endometrium. Myometrium and both fallopian tubes are unremarkable. Cervix contains a number of blood vessels. No dysplasia or malignancy seen. Metallic coils were found at both cornua consistent with previous history. There were no cancerous or pre-cancerous cells notes in the rest of the tissue [ultrasound pelvis] on (B)(6) 2021: the uterus is anteverted and appears normal in size and echotexture. The endometrium appears regular measuring mm (normal range for the stage in the menstrual cycle). There is an echogenic structure in the right fornix consistent with the sterilization implement. There is what appears to be a second echogenic structure abbuting, in the right to mid uterine cavity which is likely the second sterilisation implement curled onto itself. No echogenic structures noted in the left site of the uterus. Both ovaries appear normal in size and echotexture. No adnexal masses or free fluid seen. Appearances are suggestive of a migrated essure clip into the right fornix from the left side. Batch no: c51344, production date: 2014-05-06 & expiration date: 2017-05-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 13-apr-2023: new hcps added. Medical history, lab data, treatment drugs as well as new events have been added. In 2015 the patient had the hysteroscopic sterilisation 'essure' procedure. The procedure was considered less of a risk because it does not involve key hole surgery which she was advised maybe difficult due to having two c-sections. However, since then she has had numerous symptoms which have either worsened or appeared. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority mhra (reference number: (B)(4)) on 18-mar-2021. The most recent information was received on 30-jan-2024. This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("constant pelvic pain / chronic pain") in a 29 year-old female patient who had essure inserted (lot no. C51344). Additional non-serious events are detailed below. The patient had a medical history of chronic headaches, drainage (drainage of pilonidal sinus) and chronic fatigue syndrome in 2015, tonsillectomy and chronic tonsillitis in 1999 and postmenopausal bleeding, menorrhagia, fibromyalgia, chronic migraine, uti, chronic fatigue syndrome, cardiac pain, heart fluttering, chest pain, headache, overweight, oral contraception (she is very sensitive to any hormonal methods), cesarean section (two lower segment caesarean sections), parity 2 and gravida ii (patient was quite unwell with both pregnancies). Previously administered products included: propranolol. The only concomitant product mentioned was nortyline (nortriptyline hydrochloride). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, 256 days after essure insertion, she experienced headache ("chronic headaches"). In 2016 she experienced pelvic pain (seriousness criterion intervention required), hypersensitivity ("hypersensitivity / allergic or hypersensitivity reaction"), pyrexia ("unexplained fevers") and joint pain ("joint pain") and was found to have weight increased ("weight gain"). On (B)(6) 2017 she experienced a first episode of alopecia ("has a patch of alopecia on the back of her scalp"). On (B)(6) 2018 she experienced pilonidal disease ("pilonidal sinus/cyst"). On (B)(6) 2019 she experienced sacral pain ("pain in the lower part of her sacrum"). On (B)(6) 2020 she experienced migraine ("daily chronic migraines / exacerbation of migraines"). Essure was removed on (B)(6) 2021. On unknown date she experienced abdominal pain lower ("pain lower abdomen radiates to hips"), heavy menstrual bleeding ("heavy period"), intermenstrual bleeding ("bleeding between periods"), genital haemorrhage ("abnormal bleeding"), influenza like illness ("flu like symptoms following menses"), mental disorder ("psychological issues"), night sweats ("night sweats"), hot flush ("hot flashes"), candida infection ("yeast infections (candida)"), micturition urgency ("urgent urination"), pollakiuria ("frequent urination"), urinary tract infection ("urinary tract infection"), cystitis ("bladder infection"), breast pain ("breast pain"), breast tenderness ("breast tenderness"), muscle spasms ("abdominal spasms"), abdominal pain ("abdominal twitching/fluttering"), back pain ("back pain"), pain in extremity ("leg pain"), neck pain ("neck pain"), spinal pain ("spine pain"), pain in hip ("hip pain"), trigeminal neuralgia ("trigeminal neuralgia "), pain ("pain all over body"), nausea ("nausea"), vomiting ("vomiting"), flatulence ("gas"), constipation ("constipation"), diarrhoea ("diarrhea"), a first episode of abdominal distension ("severe bloating"), dysgeusia ("metallic taste in mouth"), dizziness ("dizziness"), paraesthesia ("tingling sensations"), hypoaesthesia ("numbness"), neuralgia ("nerve pain"), brain fog ("brain fog-cloudiness"), memory impairment ("forgetfulness"), device intolerance ("inability to tolerate the device"), dyspareunia ("dyspareunia"), a second episode of alopecia ("hair loss"), endometriosis ("endometriosis"), a second episode of abdominal distension ("bloating") and insomnia ("difficulties with sleeping"). The patient was treated with beta blocking agents, topiramate, antibiotics, amitriptyline, aspirin [acetylsalicylic acid], paracetamol and codeine as well as surgery (hysterectomy + bilateral salpingectomy). At the time of the report, the outcomes for pelvic pain, abdominal pain lower, hypersensitivity, heavy menstrual bleeding, intermenstrual bleeding, genital haemorrhage, headache, weight increased, pyrexia, joint pain, migraine, influenza like illness, mental disorder, pilonidal disease, sacral pain, night sweats, hot flush, candida infection, micturition urgency, pollakiuria, urinary tract infection, cystitis, breast pain, breast tenderness, muscle spasms, abdominal pain, back pain, pain in extremity, neck pain, spinal pain, pain in hip, trigeminal neuralgia, pain, nausea, vomiting, flatulence, constipation, diarrhoea, dizziness, paraesthesia, hypoaesthesia, neuralgia, brain fog and memory impairment were unknown. The reporter considered the first episode of abdominal distension, the second episode of abdominal distension, abdominal pain, abdominal pain lower, the first episode of alopecia, the second episode of alopecia, joint pain, pain in hip, back pain, brain fog, breast pain, breast tenderness, candida infection, constipation, cystitis, device intolerance, diarrhoea, dizziness, dysgeusia, dyspareunia, endometriosis, flatulence, genital haemorrhage, headache, heavy menstrual bleeding, hot flush, hypersensitivity, hypoaesthesia, influenza like illness, insomnia, intermenstrual bleeding, memory impairment, mental disorder, micturition urgency, migraine, muscle spasms, nausea, neck pain, neuralgia, night sweats, pain, pain in extremity, paraesthesia, pelvic pain, pilonidal disease, pollakiuria, pyrexia, sacral pain, spinal pain, trigeminal neuralgia, urinary tract infection, vomiting and weight increased to be related to essure administration. The reporter commented: essure insertion details: date of the procedure: (B)(6) 2015, hysteroscopy and essure sterilization: normal cavity, both ostia seen clearly. Early insertion left side- 4 coils visible some difficulty right side on first attempt tried again- early cannulated. However during deployment new coils- 12 coils seen after withdrawal. Essure removal details: date of the procedure: (B)(6) 2021. Diagnosis/procedures & management (doctor) - total laparoscopic hysterectomy + bilateral salpingectomy for pelvic pain. No complications, endometriosis noted. Since the essure insertion the patient has had numerous symptoms which have either worsened or appeared. She has emailed with an extensive list of these symptoms which she is struggling with and would like an assessment to see if these are related to her sterilization procedure. Discrepancy noted: insertion date as per argus (B)(6) 2015. As per mr (B)(6) 2015. Confirmation test- (B)(6) 2016. Isk of not being able to proceed on hysteroscopy. But with small risk of expulsion, migration, and perforation of the fallopian tube with the device. Outpatient hysteroscopy confirmed 6-7 coils trailing into the uterine cavity on the right side. The left tubal ostia looked absolutely normal with no coils trailing on that side. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2016: clinical history: essure sterilization on (B)(6). 3 months sterilization confirmation hsg requested. Easy insertion of essure device on lt side with 5-6 coils visible in uterine cavity. Rt side ¿ slightly shallow insertion with 11-1 coils visible in uterine cavity. The uterine cavity opacifies normally and both uterine cornua reach maximum distention. The distal ends of both right and left inner coils lie within their respective fallopian tubes with less than 50% of the inner coils trailing into the uterine cavity. The proximal marker of each inner coil is less than 30mm from the uteri ne cornua into each fallopian tube indicating satisfactory coil location bilaterally. Contrast spill is not visible from either fallopian tube indicating satisfactory tubal occlusion. Conclusion : satisfactory location of the essure coils and associated tubal occlusion. [Investigation] on (B)(6) 2018: pilonidal sinus/cyst: can feel a small lump to the right of upper natal cleft [magnetic resonance imaging] on (B)(6) 2019: MRI scan of her pelvis to look for lumps which she described around the back passage area. There is no evidence of a pilonidal sinus or infection. Arranged another mrc scan which interestingly showed some perineural cysts which are non-specific significance. There are in the area bilaterally around the sacral nerve root.; on (B)(6) 2019: revealed peineural cysts near the sacral root [pathology test] on (B)(6) 2021: histology specimen: uterus & cervix + fallopian tubes clinical details: uterus, cervix and fallopian tubes. Laparoscopic hysterectomy for pelvic pain. Macro: uterus, cervix & fallopian tubes. Specimen comprises uterus, cervix, both fallopian tubes and both ovaries. Uterus plus cervix measures 85mm fundus to os/lus x 60mm transverse x 40mm anterior to posterior. Uterus plus cervix weighs approximately 105 grams. Cervical os measures 6mm. Appearance of endocervix: normal. Appearance of ectocervix: normal. Appearance of serosa: normal. Endometrium measures 1mm. Appearance: normal. Polyps: absent. Iud present? Metallic coils found at cornu (bilateral). Myometrium measures 15mm. Appearance: trabeculated. Fibroids are absent. Attached left fallopian tube measures 80 x 5 x 3mm including fimbriae. Appearance: normal. Attached right fallopian tube measures 80 x 5 x 4mm including fimbriae. Appearance: normal. Histological description: sections show uterus lined by proliferative endometrium. Myometrium and both fallopian tubes are unremarkable. Cervix contains a number of blood vessels. No dysplasia or malignancy seen. Metallic coils were found at both cornua consistent with previous history. There were no cancerous or pre-cancerous cells notes in the rest of the tissue [ultrasound pelvis] on (B)(6) 2021: the uterus is anteverted and appears normal in size and echotexture. The endometrium appears regular measuring mm (normal range for the stage in the menstrual cycle). There is an echogenic structure in the right fornix consistent with the sterilization implement. There is what appears to be a second echogenic structure abbuting, in the right to mid uterine cavity which is likely the second sterilisation implement curled onto itself. No echogenic structures noted in the left site of the uterus. Both ovaries appear normal in size and echotexture. No adnexal masses or free fluid seen. Appearances are suggestive of a migrated essure clip into the right fornix from the left side. [Ultrasound scan vagina] (date unknown): confirmed essure implant correctly located within the left fallopian tube with proximal end around 1cm from the endometrial echo. Batch no c51344, production date 2014-05-06, expiration date 2017-05-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 30-jan-2024: mr received : reporters information patient medical history and lab data added, events "device intolerance, dyspareunia, hair loss, difficulties to sleep, endometriosis, bloating" were added, rcc updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 18-mar-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('constant pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In 2016, the patient experienced pelvic pain (seriousness criterion medically significant), alopecia ("hair loss"), hypersensitivity ("hypersensitivity"), pyrexia ("unexplained fevers"), arthralgia ("joint pain") and migraine ("migraines") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the pelvic pain, alopecia, weight increased, hypersensitivity, pyrexia, arthralgia and migraine outcome was unknown. The reporter considered alopecia, arthralgia, hypersensitivity, migraine, pelvic pain, pyrexia and weight increased to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.